Manufacturer narrative:
This complaint was unable to be confirmed; a verbal complaint of "diamond screws backing out" was reported, and a good faith effort was made to obtain information from the reporter (distributor), but no additional information could be obtained. It is possible if this event did in fact occur, it may not have been reportable. However, a conservative approach will be followed and this event is being reported as an adverse event.

Event description:
Screws backed out of cervical plate.